Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro dislodgement resulting in loss of capture. This lead was replaced with a new rv lead. No additional patient adverse effects were reported.